Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump was returned for pump error 41 and pump error 43 alarms found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thump software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 41 or pump error 43 alarms noted during testing. However, pump error 41 confirmed in the pump history/trace files on (B)(6) 2021 at 6:56am and pump error 43 confirmed in the pump history/trace files on (B)(6) 2021 at 6:56am. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found¿ no physical or moisture damage on the motor. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 41 and pump error 43 alarms not confirmed during testing or while testing the motor outside the pump. However, pump error 41 and pump error 43 alarms confirmed in the pump history/trace files on (B)(6) 2021.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and receive request to rewind the insulin pump and complete rewind and self test pass. No harm requiring medical intervention was reported. The customer will discontinue the use of device.